Event description:
The reporter indicated that while in the or, prior to explant for end of service, diagnostic testing was performed. The normal mode testing resulted in inconsistent readings. The first normal mode test resulted in high, limit, dcdc 7 and eri "no" and the second and third normal mode test resulted in ok, ok, dcdc 2 and eri "no". The reason for the inconsistency was not determined. The reporter also indicated that the patient was experiencing swallowing difficulties prior to the explant. Based on the known device settings, a battery life estimation was performed. The estimation determined that the battery life of the generator is between 6.36 and 9.63 years. The device was explanted for end of service at approximately 5 years. The eri (elective replacement indicator) did not indicate that the device was at or nearing end of service.